Manufacturer narrative:
The failure investigation has been completed and the alleged issue was verified in the pump logs; however, no failure was identified. Additionally, a different issue was identified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that out of range issues occurred between the transmitter and pump for greater than 15 minutes, with no continuous glucose monitor (cgm) sensor readings. Reportedly, the pump and the transmitter were on opposite sides of the abdomen. Customer moved the transmitter and pump within range and without obstruction, yet the issue persisted. The customer's blood glucose level was 179 mg/dl reportedly, the customer continued to use the pump for insulin therapy.